Manufacturer narrative:
The probable root cause is confirmed as deep infection.

Event description:
Fixture removal surgery performed due to confirmed deep infection. Pain when loading was reported as clinical sign, as well as pus. The procedure took place on (B)(6) 2025.